Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned for analysis, the metal cannula is loaded in the catheter and the metal cannula is bent at middle section. Additionally, the suture string was observed broken at distal section. No other anomalies or damages were encountered. Finally, the metal cannula was able to unloaded from the catheter without issues.

Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use and attached to the patient's right chest. During procedure, the drainage catheter was inserted. After positioning, when it was pulled, it was noted that the suture broke. The device was removed together with the suture and nothing was left inside the patient. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use and attached to the patient's right chest. During procedure, the drainage catheter was inserted. After positioning, when it was pulled, it was noted that the suture broke. The device was removed together with the suture and nothing was left inside the patient. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.